Manufacturer narrative:
(B)(4). The device was manufactured june 1, 2017 ¿ june 2, 2017. (B)(6). The actual device was not received; however, a photograph of the device was received for evaluation. The photo showed evidence of fluid inside the overpouch containing the device. However, the exact location of the leak could not be determined from the photograph. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked into the outer bag. The pump was filled with 0.9% sodium chloride solution. There was no patient involvement. No additional information is available.